Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Manufacturer of the device is unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Manufacturer of the device is unknown. Device remains implanted.